Event description:
Consumer complaint of low blood results. Verified the strips expire 04/29/2015. Recall memory- date and time are incorrect. She says her results were taken in the mornings only. She tests once daily: 73, 86, 116, 166, and 85. She states her results in the mornings should be 130mg/dl and up. No adverse event reported.

Manufacturer narrative:
Product not returned for evaluation. (B)(4). MFR acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification ((B)(6) 2013). Most likely underlying root cause: use had an inaccurate ref.